Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber forward fired after 30,560 joules with 6 minutes of use. It was noted that there were no stones present in the prostate and no error messages prompted by the console. A second fiber was used to complete the procedure without patient consequences.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the reported forward firing was confirmed based on the observed distal circumferential fracture. Based on this finding, the potential for forward firing exists. Analysis found that the metal cap exhibited severe debris adhesion on its surface. It is probable that the circumferential fracture occurred due to elevated temperatures near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device history record review: a review of device history record confirmed that the device met all material, assembly and performance specifications. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibits a circumferential fracture at the distal side of the fiber cap fusion zone at the bevel edge. The fiber proximal to the fracture can rotate independently of the metal cap and the glass cap exhibits severe devitrification at the output window. The metal cap exhibits severe debris adhesion on its surface. The fiber was tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam was present at the output window and there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture and devitrification. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber forward fired after 30,560 joules with 6 minutes of use. It was noted that there were no stones present in the prostate and no error messages prompted by the console. A second fiber was used to complete the procedure without patient consequences.